Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact admiral dcb along with 0.014" and 0.035" non-medtronic guidewires during procedure to treat a moderately calcified plaque lesion in the proximal, mid and distal superficial femoral artery (sfa) with chronic total occlusion (cto-100). The vessel was non-tortuous. The vessel diameter and lesion length are 5mm to 6mm and 350mm respectively. No embolic protection was used. There was no defect when removing product from package or tray. The device was prepped per IFU with no abnormalities identified. The vascular condition was calcification, thrombus and stent occlusion lesion. The device passed through a previously deployed stent. No resistance occurred during delivery. It was reported that a non medtronic balloon burst during the procedure, re-expansion of the entire lesion was preformed using another balloon. Using non-medtronic (ranger) 5 mm/20 cm balloon on the distal side, non-medtronic eluvia stent (size, placement site unknown) usage. The same inpact admiral was used to complete the procedure. There are no balloon debris. After inpact admiral was used, the ata flow stopped. Afterwards, suction with the guide was performed and then the flow returned. A white substance was confirmed by suction. The ipa drug that flowed to ata was absorbed with a guiding catheter. Physician changed from 0.014 wire to 0.035 wire during procedure. Inpact 15mm suction flow. No vessel injury. There was no patient injury.